Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model#: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Correction to fu # 1 MDR. Additional information was received that infection was located at patient's cervical, thoracic, and pocket site. Symptoms were redness, swelling, headache, and worsening of incisional pain. The physician was unsure if the infection was device related. Patient was prescribed keflex antibiotic.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had developed an infection. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.